Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr (B)(6) was unable to seat the insert. He tried a different insert it went in just fine. The hospital is (contestive) "as written by rep" payment and wants insert checked."